Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. As received, the belt failed the ECG fall-off test. Upon evaluation, the u727, u728, esd700, and q700 components were shorted on the distribution node (dn) pca board. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short on the therapy electrode pca induced the shorted components on the distribution node pca. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt, which was returned after an appropriate treatment event, a reportable problem was found.